Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 600 mg/dl and a bolus was delivered to address bg. Customer was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). Intravenous insulin was administered. Elevated bg/dka were resolved. Customer was discharged from the hospital on (B)(6) 2019 and reverted to using manual injections for insulin delivery.